Event description:
It was reported that while the pump was implanted in the pt, the catheter became occluded. Following several attempts to clear the catheter, a decision was made to replace the pump. There were no pt complications.